Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient stated her husband found her on the bathroom floor in the middle of the night. The patient stated she fell and hit her head on the countertop. She indicated that this incident occurred from having low glucose values and stated she went to the hospital on (B)(6) 2018 where they confirmed that she had a fractured tail bone from the fall. At the time of contact, the patient was doing good; however, they stated they were apprehensive about using the dexcom system. It is unclear if the event was related to the use of the dexcom system. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.